Event description:
The pt reported she lost stimulation and was unable to communicate with her ipg using either the programmer or charging system. The pt stated the last time she used her scs system was approx a month ago and everything worked fine. A new charger was sent to the pt which did not resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.